Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported that the jaws did not release clip and sharp teeth hang up on vessel. It is unk how the case was completed. There was no consequence to pt.